Event description:
Pt had a failed super selective embolization in another country. Apparently the catheter wall ruptured during the procedure. MFR has advised that nothing is wrong with their product. Glue leaked out and filled rhs vertebral artery and pt had a near fatal brain stem stroke from the glue some 48 hours later. It has since transpired that the FDA and the MFR were advised of this adverse incident. Some 9 months later the minutes of a medical devices advisory committee, neurological devices panel pt seem to contradict this. As MFR's previous models of catheter (flow rider and flow rider plus) were recalled and changes made due to severe ruptures, pt asks if there is something fishy going on here. Pt feels peoples lives are being put at risk here and the truth is not being told. According to pt this microcatheter is sold to 13 countries world wide and they have had serious issues with it in france and germany.